Event description:
(B)(4). Paid for by insurance. The heavy bleeding, cramping, and pain began immediately after insertion . After 6 consecutive months of this my doctor decided I needed an ablation (another procedure. Ugh.). And then the nerve pain started, nausea, labor-like back and abdominal pain, moodiness, constipation, sharp pains randomly through put my body, blistering rash on hands, elbows, knees, feet, and neck, autoimmune issues, extreme fatigue, metal taste in mouth, decreased sex drive, bloating (e-belly).